Event description:
Complications were described in a clinical publication titled, 'stereotactic body radiation therapy for head and neck tumor: disease control and morbidity outcomes.' Accuray contacted the physician responsible for the treatments. It was confirmed that the complications were not due to a malfunction of the cyberknife system. The pts did not have any other treatment alternative due to the nature and extent of disease; cyberknife treatment was the only treatment option for these pts. The pts received prior radiotherapy and were undergoing re-irradiation by the cyberknife system in an attempt to control recurrent disease. The reported toxicities experienced by the pts are known to be associated with re-irradiation.

Manufacturer narrative:
Na